Event description:
It was reported that the customer experienced multiple minimum fill notifications after the user filled the cartridge with at least 100 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.